Manufacturer narrative:
Exact date unknown, event occurred a few weeks after the patients procedure.

Event description:
It was reported that one of patients leads migrated laterally and was causing discomfort at the right upper back. The physician initially thought it was a muscular issue but upon further examination it appeared that a lead may have been causing the discomfort. The patient underwent a procedure wherein the leads were moved to avoid the unwanted stimulation. The patient was doing well. A few days after, the patient experienced headache. The physician believed that it was a result of a dura puncture during the recent surgery.